Event description:
While testing the unit at the manufacturer, it was reported that the attachment heated up. This event did not occur during a surgical procedure. There was no user injury reported and no adverse consequences alleged with this event.

Manufacturer narrative:
Device was received by the manufacturer, and it was confirmed that the device exceeded the maximum allowable temperature limit per the quality inspection criteria.